Manufacturer narrative:
The following fields have been corrected f6 and h11 has been updated. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-oct-2022 to 30-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly stopped responding in the middle of a user's transactions. A field service engineer found that the battery was faulted. A field service engineer replaced the device's battery to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding in the middle of a user's transactions. The customer stated that this event happened on multiple occasions, preventing users from accessing a patient, removing a medication, or even inventory counting medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly stopped responding due to the faulty battery. A field service engineer replaced the device's battery to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding in the middle of a user's transactions. The customer stated that this event happened on multiple occasions, preventing users from accessing a patient, removing a medication, or even inventory counting medications. There were no adverse events or injuries reported based on this event.